Manufacturer narrative:
The site was requested to provide add'l info on this event and x-rays. They will be forwarded upon receipt.

Event description:
It was reported that the subject is enrolled in the (B)(4) study. It was reported that the subject had their insert revised on (B)(6) 2012, due to left tka instability.